Manufacturer narrative:
(B)(4). The rt225 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Method: the connector of the complaint rt225 breathing circuit was returned to fisher & paykel healthcare (B)(4). Two different test temperature/flow probes were inserted into the complaint connector to check for tightness. Results: both test temperature/flow probes were able to be inserted into the connector of the complaint device and the fitment on both probes were found to be tight. No damage was observed on the connector of the complaint device. A lot check was not performed as no lot number was provided. Conclusion: no fault was found with the returned connector of the complaint device. As the temperature probe was not returned, we were unable to confirm the reported fault and determine the cause of the reported event. Under correct setup, the temperature probe and the rt225 circuit comply with (B)(4). The user instructions that accompany the rt225 circuit contain a pictorial diagram that instructs the user to connect the temperature probe to the rt225 circuit "connectly". This user instructions also state the following: "check that all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare product specialist that a "loose connection" between the circuit probe port and the temperature flow probe was observed on an rt225 infant bias flow breathing circuit after 7 days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare product specialist that a "loose connection" between the circuit probe port and the temperature flow probe was observed on an rt225 infant bias flow breathing circuit after 7 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt225 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k20332. The complaint rt225 circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.